Event description:
On (B)(6) 2013, it was reported that the physician's office had called the patient to schedule an appointment, but were told by his caregiver that the patient had passed away. Follow up with the physician's office found that they had no information on the patient's death, including the cause. Follow up with the caregiver found that the patient passed away on (B)(6) 2012. The caregiver speculated that the death may have been from an infection or from cardiac arrest; however, this has not been confirmed. The patient's primary care physician's information was provided, but no other information was known. Attempts have been made for additional information from the primary care physician; however, they have been unsuccessful. No additional information has been provided.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was pneumonitis due to food and vomit, septicemia, insulin-dependent diabetes mellitus without complications, infantile cerebral palsy, essential (primary) hypertension, cardiac arrest, pneumonia, and respiratory failure. There is no allegation or other information indicating that the death is related to vns.